Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the conductor wire for electrode 8 was fractured at the solder joint, the pellethane tubing was corrugated and the paddle was bent. Additionally, electrode 8 was displaced and flared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured wire, corrugated tubing, bent paddle and displaced electrode is consistent with damage during use.

Event description:
This event is being reported based on analysis which revealed exposed internal components and a jagged electrode.